Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the tracing failed, and the procedure was a planned, non-emergent cardioversion and no defibrillation for cardiac arrest was attempted. Due to a slight delay, the patient required additional sedation, but no harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.